Event description:
A pt reported experiencing inaccurate low results with a sse meter. The pt's blood glucose results were 119 mmol vs. 215 mg/dl lab. Tests were done within 10 mins with a difference of 45%. Per ccr, checking the meter's memory, the 119 mmol was actually 215 mg/dl. Pt did not experience any adverse events. No further info has been reported.